Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered av block requiring temporary pacemaker. It was reported that during a pvc ablation, av block occurred, about 45 minutes after the catheter was used. Pvc disappeared, so the procedure was ended. The patient left the room with temporary pacemaker. The patient was scheduled to have a pacemaker later. The patient had no health problems such as blood pressure. The physician commented that his electrical potentials could not be seen but might have been burned. The opinion was that it was not a problem with the product but a problem with the ablation position. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The physician commented that although the his potential could not be seen during the ablation, it might have been ablated near his bundle. The physician also commented that the problem was not related to the product but the cauterization position. The patient outcome of the adverse event is improved. The patient was scheduled to have a pacemaker implanted later. Since the patient was scheduled to have a pacemaker implanted later, the hospitalization period was likely prolonged. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30609954l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).